Event description:
Reporting status: serious injury- required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the lesion had mild tortuosity, heavy calcification and was assumed to be heavily stenosed. Attempts were made to deliver an aspiration catheter to the mid lad; however, it would not advance further that the proximal lad. Another company's 2.0x15mm balloon catheter was used to dilate the mid lad and the 3.0x15mm vision stent delivery system (sds) was advanced towards the lesion in the mid lad; however, it would not advance further that the proximal lad. The sds was removed and it was confirmed that the stent was dislodged inside the stenosed area in the proximal lad. The stent was removed using a snare. It is unk if air aspiration was done before the sds was advanced inside the vessel. There was no resistance experienced while advancing or pulling. The proximal part of the stent was damaged during retrieval with the snare. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The stent implant was dislodged from the balloon and returned a piece of gauze. The proximal end of the stent implant was mangled. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks visible on the balloon between the markers. There was a scratch in the distal to the distal marker for a length of 1.5mm. There were no kinks or damage noted to the tip or inner member. There were two kinks in the hypotube 31 cm and 74 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. A snap gauge was used to measure the stent implant outer diameters and they did not meet mfg criteria. The measurements were oversized. Product performance engineering determined that the presence of blood in the guide wire lumen of the returned sds is consistent with the reported use of the device. The inability to cross a lesion can be affected by numerous factors including, but not limited to , pt anatomical morphology, pt disease state, pre-dilatation strategy, and device placement technique, interaction with other devices or device selection. Considering that a larger size device (3.0x15mm rx vision sds) was chosen to assess the lesion, it appears that there was not enough vessel patency for inserting the device. This factor, coupled with the fact that the lesion was highly calcified may have contributed to the failed attempt to cross the lesion. The exact root cause of the inability to cross is unk; however, there was no noted damage to the tip or inner member of the returned sds. The tip seal length was noted to be within mfg criteria which indicates no quality issue. It should be noted that the instructions for use (IFU) indicate that the use of the device is contraindicated for :"heavily fibrotic or calcified lesions that cannot be pre-dilated enough". The reported stent dislodgement inside the body can be affected by numerous factors including, but not limited to, extreme tortuosity or lesion resistance, interaction of stent with accessory devices, crossing previously deployed stent, excessive force needed to retract undeployed stent into guiding catheter, or improper or inadequate crimping at the time of mfg. There may have been interaction of the sds with the challenging anatomy which may have disrupted the stent on the balloon and contributed to the subsequent stent dislodgement. It is also possible that the stent edge met resistance with the guiding catheter tip during the removal after the failed attempt to advance the sds past the proximal lad lesion. Analysis of the returned sds indicates the presence of crimp marks on the loosely folded balloon between the markers, suggesting that the stent implant was at least adequately crimped onto the balloon at the time of mfg. Presence of contrast in the inflation lumen and the balloon coupled with the balloon loosely folded indicates that positive pressure may have been applied to the system either prior to use or while in the anatomy; thereby, partially deploying the stent and eventually causing/contributing to the stent dislodgement. The ultimate root cause of the stent dislodgement is unk. The pt effect of removal of foreign body is a known likely pt effect associated with stent dislodgement in-vivo. It should be noted the IFU indicates that the use of the device is contraindicated for: "heavily fibrotic or calcified lesions that cannot be pre-dilated enough" a review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.